Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ems device did not fire the staples promptly, and the staples left, overlapped in the jaws. Another device was used to complete the case. There was no consequence to the pt.